Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted, if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oer-4 endoscope reprocessor had an e01 error when processing was starting. It was found that the water filter had not been replaced since (B)(6) 2018. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the facility did not know when to replace the water filter and forgot to replace it. Olympus will continue to monitor field performance for this device.